Event description:
It was reported that the device was could not be interrogated and showed an error message when interrogated. The device was explanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported complaints of inability to interrogate and error message were not confirmed. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed, including impedance and output testing, and no issues were noted. Longevity assessment found the device was operating above elective replacement indicator (eri) level and within expected longevity.